Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the customer reported did not alarm for upstream occlusion which was not reproduced. Evaluation performed upstream occlusion test at rates: 100 ml/hr , which passed within 00:53 seconds, 999 ml/hr, which passed within 00:03 seconds. No component could be determined for causality and therefore no correction was required. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: date of this report in the initial MDR is being corrected from blank to 06/24/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm for an upstream occlusion during therapy of norepinephrine on a comatose patient in the intensive care unit (volume, rate, dose unknown). It was also stated that a gradual drop in blood pressure was noted to "tam 69 mmhg", despite an increase in administration of norepinephrine. Furthermore the nurse noted that the tubing was bent before the pump which was adjusted to straight resulting in patient blood pressure to increase to " tam 85mmhg". No additional information is available.